Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced difficulty charging the pump battery. Customer¿s blood glucose level was approximately 200 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.